Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available as the reporter refused to provide any information regarding the reported death of this patient.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issues were found that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation in (B)(4) 2013. As the death was not reported or matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.